Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. The full name of the initial reporter is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that battery does not easily remove from the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.